Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. Based on the information provided, the balloon rupture appears to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo superior femoral artery (sfa). A 4.0x40mm armada 35 was attempted to dilate the lesion but ruptured at first inflation reaching 16 atmospheres (atm). Another different size armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.